Event description:
It was reported that this lead was explanted due to impedance issue. There was high pacing impedance measurements greater than 2000 ohms and loss of capture. The lead was suspected to have a fracture exhibiting impedance over 3000 ohms and elevated thresholds. There were no additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).